Manufacturer narrative:
Calibration results were acceptable. The 8 patient samples were submitted for investigation and tested on an e801 module with reagent lot 625717. Patient 1 result was (B)(6). Patient 2 result was (B)(6). Patient 3 result was 1.07 coi (non-reactive) patient 4 result was 1.07 coi (non-reactive) patient 5 result was 1.09 coi (non-reactive) patient 6 result was 1.04 coi (non-reactive) patient 7 result was 1.09 coi (non-reactive) patient 8 result was (B)(6). The results for all 8 samples were close to the cut-off value of 1.0 coi as observed by the customer. A product problem was not identified. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for 8 patient samples tested with the elecsys anti-hav ii on a cobas e 801 analytical unit, serial number (B)(6). The samples were discrepant positive when compared to the negative anti-hav results obtained in a different laboratory by using a competitor method from abbott. Patient 1 (sample from (B)(6) 2023) had an anti-hav ii result of(B)(6). Patient 2 (sample from (B)(6) 2023) had an anti-hav ii result of (B)(6). Patient 3 (sample from (B)(6) 2023) had an anti-hav ii result of (B)(6). Patient 4 (sample from (B)(6) 2023) had an anti-hav ii result of (B)(6). Patient 5 (sample from (B)(6) 2023) had an anti-hav ii result of (B)(6). Patient 6 (sample from (B)(6) 2023) had an anti-hav ii result of (B)(6). Patient 7 (sample from (B)(6) 2022) had an anti-hav ii result of (B)(6). Patient 8 (sample from (B)(6) 2023) had an anti-hav ii result of (B)(6). The positive anti-hav ii results were reported outside of the laboratory and questioned by the physician.

Manufacturer narrative:
The 8 samples were investigated further. The samples for patient 3, patient 4, patient 5, patient 6, and patient 7 tested as non-reactive and are considered to be negative for anti-hav antibodies. The samples for patient 1 and patient 2 are considered to be true anti-hav positive. No interfering factors were identified. The sample for patient 8 may contain an interference against the anti-sulpho ruthenium antibodies component of the reagent causing the reactive result. This interference is addressed in product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." The investigation did not identify a product problem.